Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2014. During the procedure, the screw head fractured as it was inserted into the distal cortex. The fractured screw remains implanted and a third screw was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. " (B)(4).